Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the carefusion coordination engine was down. A technical support specialist checked and found that messages are up to date. The hospital it team discovered that the it department had accidentally powered off the cce pyxis server. Once the server was turned back on, the hit restarted the necessary services, and message flow resumed successfully. The technical support specialist confirmed that the hospital information technology (hit) resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary carefusion coordination engine was down and messages was not coming in from epic. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary carefusion coordination engine was down and messages was not coming in from epic. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.